Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that balanced phacoemulsification tip broke during surgery. The procedure type was unknown. The surgery completion details were also unknown. There was no patient impact. Additional information was requested and non-received till date.